Manufacturer narrative:
The device history record, including acceptance testing results, was reviewed and found to conform to specifications. The device was subject to microscopic inspection and no signs of excessive force or pressure were found. Due to all of the above, in addition to the fact that the device was returned incomplete, i.e., the broken-off tip is not available for inspection, it has not been possible to establish the cause of failure.

Event description:
According to the dealer, the instrument tip was broken during orthopedic surgery. No broken parts inside the patient. No harm done.